Manufacturer narrative:
Additional information (10-aug-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data. Hsc concluded the calibration in use during the event was performed on poor quality water, which produced lower co2_c patient results. The issue was resolved after troubleshooting and a new calibration which produced acceptable quality control (qc) results. The probable cause of the erroneously depressed co2_c results was consistent with the water quality provided by the customer's system. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2024-00167 was filed on 02-aug-2024.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report erroneously depressed concentrated, carbon dioxide (co2_c) results were obtained on 17 patient samples on an atellica ch 930 analyzer. Quality controls (qcs) recovered out of expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site for system inspection. No actions were performed on the instrument. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported erroneously depressed concentrated, carbon dioxide (co2_c) results were obtained on 17 patient samples on an atellica ch 930 analyzer stating the results did not match the patients¿ historical results. The erroneous results were reported to the physician(s). The samples were repeated on the same atellica ch 930 analyzer. The repeat results obtained were higher, considered correct and reported to the physician(s). The customer did not provide the correct results to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed co2_c results.